Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in preparation for an acdf (anterior cervical discectomy fusion), it was noted that one of the prongs on the acf (anterior cervical fusion) spacer implant holder had broken off. Another inserter was available in the set. The patient was not in operating room hence, there was no patient involvement. It is unknown as to when the breakage occurred. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing date: week 15 in 2005. The device history record is no longer available due to the age of the instrument (over 11 years old). The exact date of manufacture is unknown. A product development investigation was performed for the subject device. The following complaint device was received by customer quality (cq): one acf spacer implant holder (part number: 396.384, lot number: a7oa15, mfg date: week 15 in 2005) a visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Upon visual inspection of the device it can be seen that approximately 1.6mm (based on drawing) of the distal tip has broken off from the device and was not returned. The balance of the device is in fair condition with signs of wear and tear. The drawing was reviewed during investigation: 396_384. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. All dimensional inspections completed with calipers. No definitive root cause could be determined as the circumstances surrounding the complaint are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.